Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had emergency room visits on about 3 different occasions. Customer was not sure of blood glucose readings, but states that blood glucose was high. Customer had symptom of nausea, pain, and just felt bad. Customer's emergency room visits were due to two high blood glucose events and one low blood glucose event. Customer was treated with IV drip. Customer was not sure if insulin pump was worn at all emergency room visits. Troubleshooting was performed and customer did not believe that body was absorbing insulin. Supplies would be replaced.